Event description:
The customer reported a retic stain leak contained within the coulter lh 750 hematology analyzer while running retic controls. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found retic shear valve 87 (cvl 87) was seized. Plungers were fused to shear valve housing. (Signs of stain leak around shear valve area.) He removed shear valve 87, disassembled, cleaned, and reassembled. Fse also found laser voltage too high errors. He replaced sample line from diff mix chamber to t and t to flowcell sample line. (B)(4).